Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016 with a blood glucose level over 600 mg/dl. Customer stated that he was given a shot of insulin and left the emergency room. Customer was wearing the insulin pump at the time. Customer reported that the insulin was not stored in room temperature but the insulin exited at the quick release. Customer stated that he changes the infusion set every 3-4 days. Customer was advised to change the set every 2-3 days. Customer had the wrong time and date in the pump. Customer mentioned that the pump would shut off in the middle of the night. Customer stated that his legs were burning and he was sleepy and tired. Customer's current blood glucose is 307 mg/dl. Customer later called back and his current blood glucose was 190 mg/dl. Customer treated with insulin pens and did not get a no delivery alarm during the high pressure test. Customer repeated the test and passed.